Event description:
Related manufacturer reference number: 1627487-2021-18819. Related manufacturer reference number: 3006705815-2021-00310. It was reported that the patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were pulled down and the ipg was replaced addressing the issue. Reportedly, effective therapy was restored post operatively.